Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
After the first clip was fired onto the vessel, the applier jammed when loading the next clip. Multiple clips remained stuck in the device. A second applier was opened and functioned properly. There was no patient injury or consequence due to the malfunction of the device.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto end05 ml, lot # 73f1600040 was manufactured on 06/07/2016 a total of (B)(4) pieces. Lot was released on 06/20/2016. DHR investigation did not show issues related to complaint. The 20 samples were taken from the current manufacturing process (auto endo5 ml 543965) lot # 73l1600097, a quality inspection was performed on the samples according with the procedure qip-0031 tecrev21,and issue reported "applier jammed" was not present in the current manufacturing process. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
After the first clip was fired onto the vessel, the applier jammed when loading the next clip. Multiple clips remained stuck in the device. A second applier was opened and functioned properly. There was no patient injury or consequence due to the malfunction of the device.